Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of underlying valvular disease pathology.

Event description:
Edwards received information a patient with a 25mm 6900ptfx mitral valve implanted seven (7) years, 10 months, underwent valve-in-valve procedure due to severe mitral stenosis (mean gradient of 8 mmhg and an area of 1.01), calcification, and degeneration. Patient presented with chronic diastolic heart failure. A 26mm 9750tfx was successfully implanted inside the 25mm valve. Medical team did not feel that failure was related to the surgical prosthesis but a continuation of her mitral valve calcium development. Patient transferred to pacu for recovery.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted seven (7) years, 10 months, underwent valve-in-valve procedure due to mitral stenosis (mean gradient of 8 mmhg and an area of 1.01) secondary to calcification. A 26mm transcatheter valve was successfully implanted inside the 25mm valve. Medical team did not feel that failure was related to the surgical prosthesis but a continuation of her mitral valve calcium development.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information becomes available. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.